Manufacturer narrative:
Premarket / 510(k) #: k163248, k151895. (B)(4). Investigation results: the returned acquire pulmonary needle was analyzed, a visual evaluation noted that the sheath was bent at the proximal and distal sections. The device was placed under magnification and blood residues were observed in the needle. The needle was cut in order to inspect what was blocking the needle to pass the stylet, and it was observed that a possible foreign material was present. A functional evaluation noted that the stylet was removed and loaded but it was unable to exit the needle. No other problems with the device were noted. The product analysis revealed that the needle was obstructed by a foreign material. Materials, testing, analysis and characterization (mtac) was performed on the foreign material and the results showed that the foreign material appeared to be plasticized polyvinyl chloride (pvc) polymer. This component is not part of the composition of the acquire pulmonary needle. Based on all gathered information and the analysis performed to the returned product, it was concluded that the investigation conclusion code of this event is cause not established. On the other hand, the sheath was bent at the proximal and distal sections. It is possible that the manipulation of the device or the technique used during advancing the device inside the endoscope could have caused the catheter damage. Therefore, the most probable cause of this is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that an acquire pulmonary needle was used during an endobronchial ultrasound (ebus)procedure performed on (B)(6) 2020. During the procedure, while outside of the patient, the stylet was not able to advance through the shaft of the needle. The device was suctioned out multiple times, however the stylet was not able to be advanced within in the needle. The procedure was completed with another acquire pulmonary needle. There were no patient complications reported as a result of this event. Investigation results revealed that there was a foreign material blocking the inside of the needle; therefore, this is now an MDR reportable event.